Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and meshes were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 5/17/2016.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 along with concurrent posterior colporrhaphy, repair of pelvic floor defect, colpopexy, repair of enterocele, cystoscopy due to sui, pop, symptomatic rectocele, pelvic floor defect, and hypermobile urethra.